Manufacturer narrative:
Trackwise # (B)(4). The hemopro device was returned to the factory for evaluation on 23jan2020 and investigated on 04mar2020. Signs of clinical use was observed and evidence of blood was observed on the handle. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip and the wire was observed to be twisted. The shaft of the hemopro device was bent from approximately the middle of the shaft. Microscopic inspection was conducted. Blood and charred tissue was observed on the heater wire. The silicone insulation was observed to be intact, no visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method stm2048073. The device activated and transected tissue (B)(4) with no cautery failure observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the condition of the device as returned, the specific failure mode could not be identified as no specific failure mode was reported. However, the analyzed failure modes ¿material twisted/bent; wire", and material twisted/bent; shaft were confirmed. The DHR was reviewed for the analyzed failure ¿material twisted/bent; shaft¿. The vendors certifies that the device lots manufactured conforms to all the applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemporo failed. The device was damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemporo failed. The device was damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.